Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm was reading high mg/dl and the patient experienced tiredness and increased hunger. The patient¿s bg meter reading at this time was also high mg/dl (400-500). Although the cgm and bg meter values matched at this time, the reporter stated there were ¿episodes of low cgm readings that were inaccurate¿ prior to the readings. The patient¿s cgm values were reported to be ¿erratic and unreliable¿. The patient was wearing a tandem insulin pump. When he was transported to the emergency room (ER) the patient¿s cgm value was 50 points different from the patient¿s bg meter reading (no specific values were reported). The reporter decline to provide details of what medication or treatment the patient received while hospitalized. At some point during this event, the patient¿s sensor was removed and a ¿pus-fill infection¿ was observed at the sensor insertion site. The patient was discharged after 3 days. At the of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a and b zone of the parkes error grid. It has been reported that there was a difference in readings of more than 50 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm was reading high mg/dl and the patient experienced tiredness and increased hunger. The patient¿s bg meter reading at this time was also high mg/dl (400-500). Although the cgm and bg meter values matched at this time, the reporter stated there were ¿episodes of low cgm readings that were inaccurate¿ prior to the readings. The patient¿s cgm values were reported to be ¿erratic and unreliable¿. The patient was wearing a tandem insulin pump. When he was transported to the emergency room (ER), the patient¿s cgm value was 50 points different from the patient¿s bg meter reading (no specific values were reported). The reporter decline to provide details of what medication or treatment the patient received while hospitalized. At some point during this event, the patient¿s sensor was removed and a ¿pus-fill infection¿ was observed at the sensor insertion site. The patient was discharged after 3 days. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a and b zone of the parkes error grid prior to the hospital admission. It has been reported that there was a difference in readings of more than 50 points. There were no reported glucose values available to search within the parkes error grid calculator during hospitalization. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).